Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 28-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported he has been experiencing a warm sensation that patient described as a "hot spot" above his ins where the leads run. Patient further clarified this is on his left side above his hip. Pt stated he spoke with his pcp and managing hcp about this. Patient stated this issue started (B)(6). Patient denied any recent trauma/falls. Patient mentioned that he rides his bike frequently and mentioned that he has lost weight since doi. Caller was redirected to the healthcare provider (hcp).